Event description:
No blood glucose levels reported. It was reported that the customer had a stillbirth after twenty-two weeks in pregnancy. It was further reported that the patient was hospitalized. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.